Event description:
A customer reported a "b30" error to olympus. . The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reporter resolved the reported problem through troubleshooting with the assistance of olympus technical support via the phone. After following technical support troubleshooting recommendations, the problem was resolved and the reporter isolated the cause of the problem to a single scope. The suspect scope was returned to olympus for evaluation/repair. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of moisture and dirt to the connector. Olympus will continue to monitor field performance for this device.